Event description:
The customer reported the touchscreen does not work. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An authorized service provider replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
The customer reported that staff was setting up the touchscreen prior to patient use and it worked initially, however it stopped working. There was no patient involvement. The staff powered the ventilator off and back on several times in attempt to get the touchscreen to work. It worked briefly after turning it back on but would not work again.